Event description:
Boston scientific received information that this device and right ventricular (rv) lead indicated a shock impedance measurement less than 20 ohms through a remote monitoring system. Isometrics and manipulations were performed and no noise or further anomalies were noted. All other measurements were appropriate. Boston scientific technical services (ts) reviewed the data and noted one shock impedance measurement of 20 ohms. The prior measurements were all around 50 ohms. No lead integrity testing was performed as the patient is being monitored through a remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.